Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir and inspected the reservoir, snap-cap, and septum for anomalies and none were found. They ran an occlusion test per (B)(4) as follows: reservoir was filled with diluent and connected to a new infusion set. The reservoir and connector were installed into a pump. They performed a manual prime and visual fluid flowed through the infusion set and out the catheter tip. The reservoir was not occluded. (B)(4).

Event description:
The customer's parent reported via phone call that the customer was receiving a no delivery alarm. Customer used 3 different quick sets. Customer was receiving a no delivery alarm while priming. Customer's blood glucose was 102 mg/dl at the time of the incident. Caller stated that the insulin did not exit during troubleshooting. Caller stated that the pump did not alarm with a no delivery alarm with manual prime. After changing the reservoir, the issue was resolved. Caller was advised to return the reservoir.